Event description:
It was reported by service report that the siderails were not latching upright and the toprails were broken with sharp edges. No pt involvement or adverse consequences are reported.